Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended replacing the inspiratory electronic printed circuit board (pcb). Covidien was not authorized to service the device.

Event description:
Customer reported that an 840 ventilator had displayed error code kp0116 (ventilator inoperative). The device was not being used on a pt when event occurred.